Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had an air bubbles anomaly in their reservoir. The customer's blood glucose was 145 mg/dl. Troubleshooting was not performed. The product will be returned for analysis.